Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted in to the upper buttocks on (B)(6) 2017. The reaction was located at the right side of the upper buttocks. After the sensor was inserted, the patient began to experience itchiness and removed the sensor immediately. The affected area was described as redness and irritation. On (B)(6) 2017, the patient spoke with their doctor on the phone. The doctor prescribed the patient with clobetasol to treat the skin reaction. At the time of event the patient was doing good. No additional event or patient information is available.